Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic pain") and genital haemorrhage ("heavy bleeding/clots") in an adult female patient who had essure (batch no. B15004) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "only one coil was able to be placed at the time of my procedure. I was scheduled the same day to come back for a bilateral tubal ligation using filsche clips a few weeks later.". The patient's previously administered products included for an unreported indication: mirena from 2006 to 2012. Concurrent conditions included eczema, obesity, depression, ovarian cyst, itching, burning sensation and asthma. Concomitant products included aciclovir (acyclovir) from 2013 to 2017, cetirizine hydrochloride, clarithromycin (claritin) from (B)(6) 2013 to (B)(6) 2017, fluticasone propionate;salmeterol xinafoate (advair), ketorolac tromethamine (toradol) from (B)(6) 2012 to (B)(6) 2017, methocarbamol (robaxin), mometasone furoate (flonase) from (B)(6) 2012 to (B)(6) 2017, naratriptan hydrochloride (amerge) since (B)(6) 2012, omeprazole (prilosec) since (B)(6) 2012, propranolol hydrochloride (inderal) from (B)(6) 2012, topiramate (topamax) from (B)(6) 2012 to (B)(6) 2013, tranexamic acid (lysteda) from (B)(6) 2016 to (B)(6) 2017 and valproate semisodium (depakote) since (B)(6) 2012. In 2013, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal,") and menorrhagia ("abnormal bleeding enorrhagia"). In 2016, the patient experienced fatigue ("fatigue."). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), rash ("rash on hands and feet"), migraine ("migraines"), headache ("headaches,"), allergy to metals ("allergic or hypersensitivity reaction type-titanium allergy"), abdominal pain ("abdominal pain"), back pain ("lower back pain/ upper back pain"), neck pain ("neck pain") and arthralgia ("joint pain"). The patient was treated with progesterone (progesterone) and surgery ((B)(6) 2018 hysterectomy,salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, fibromyalgia, migraine, headache, dysmenorrhoea, fatigue, allergy to metals, abdominal pain, back pain, neck pain and arthralgia outcome was unknown and the rash had resolved. The reporter considered abdominal pain, allergy to metals, arthralgia, back pain, dysmenorrhoea, fatigue, fibromyalgia, genital haemorrhage, headache, menorrhagia, migraine, neck pain, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: insertion details- trailing coils of essure from ostia: right= 7 coils, left= nia . Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina: on (B)(6) 2016: doctor stated was only able to implant one side and suggested tubal litigation. Diagnostic results: on (B)(6) 2016 transvaginal ultrasound (tvu) was performed. Most recent follow-up information incorporated above includes: on 29-mar-2019: plaintiff fact sheet was received. Events added from pfs-only one coil was able to be placed at the time of my procedure. Reporter information, medical history, concomitant drug was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') and genital haemorrhage ('heavy bleeding/clots') in an adult female patient who had essure (batch no. B15004) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "only one coil was able to be placed at the time of my procedure. I was scheduled the same day to come back for a bilateral tubal ligation using filsche clips a few weeks later." And device monitoring procedure not performed "patient did not performed essure confirmation test". The patient's medical history included allergy to metals in 2016. *on (B)(6) 2016 transvaginal ultrasound (tvu) was performed. Previously administered products included for prevent pregnancy: nuvaring from (B)(6) 2012 to (B)(6) 2012; for an unreported indication: mirena from 2006 to 2012. Concurrent conditions included eczema, obesity, depression, ovarian cyst, itching, burning sensation and asthma. Concomitant products included aciclovir (acyclovir) from 2013 to 2017, cetirizine hydrochloride, cetirizine hydrochloride (zyrtec) since 2017, clarithromycin (claritin) from (B)(6) 2013 to (B)(6) 2017, fluticasone propionate;salmeterol xinafoate (advair), gabapentin since (B)(6) 2018, ketorolac tromethamine (toradol) from (B)(6) 2012 to (B)(6) 2017, methocarbamol (robaxin), methocarbamol since (B)(6) 2018, mometasone furoate (flonase) from (B)(6) 2012 to (B)(6) 2017, montelukast sodium (singulair) since 2017, naratriptan hydrochloride (amerge) since october 2012, omeprazole (prilosec) since (B)(6) 2012, propranolol hydrochloride (inderal) from (B)(6) 2012 to (B)(6) 2012, topiramate (topamax) from (B)(6) 2012 to (B)(6) 2013, tranexamic acid (lysteda) from (B)(6) 2016 to (B)(6) 2017 and valproate semisodium (depakote) since (B)(6) 2012. In 2013, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("lower back pain/ upper back pain") and arthralgia ("joint pain"). In 2014, the patient experienced rash ("rash on hands and feet"). In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal,") and menorrhagia ("abnormal bleeding enorrhagia"). In 2016, the patient experienced fatigue ("fatigue."). In (B)(6) 2016, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type-titanium allergy"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches,") and neck pain ("neck pain"). The patient was treated with progesterone (progesteron) and surgery ((B)(6) 2018 hysterectomy,salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, fibromyalgia, migraine, headache, dysmenorrhoea, fatigue, allergy to metals, abdominal pain, back pain, neck pain and arthralgia outcome was unknown and the genital haemorrhage and rash had resolved. The reporter considered abdominal pain, allergy to metals, arthralgia, back pain, dysmenorrhoea, fatigue, fibromyalgia, genital haemorrhage, headache, menorrhagia, migraine, neck pain, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: insertion details- trailing coils of essure from ostia: right= 7 coils left= nia. Date of removal - (B)(6) 2017, (B)(6) 2018 diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2016: doctor stated was only able to implant one side and suggested tubal litigation. Most recent follow-up information incorporated above includes: on 15-jul-2019: pfs received. Reporter, medical history, concomitant drugs were added. Added event patient did not performed essure confirmation test. On (B)(6) 2018 she explanted essure (previously reported as (B)(6) 2016 ). Updated onset dates of events, outcome of event genital haemorrhage as recovered. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') and sports injury ('roller derby inury') in an adult female patient who had essure (batch no. B15004) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "only one coil was able to be placed at the time of my procedure. I was scheduled the same day to come back for a bilateral tubal ligation using filsche clips a few weeks later." And device monitoring procedure not performed "patient did not performed essure confirmation test". The patient's medical history included allergy to metals in 2016 and laparoscopy in 2012. *on (B)(6) 2016 transvaginal ultrasound (tvu) was performed. Previously administered products included for prevent pregnancy: nuvaring from september 2012 to november 2012; for an unreported indication: mirena from 2006 to 2012. Concurrent conditions included eczema, obesity, depression, ovarian cyst, itching, burning sensation and asthma. Concomitant products included aciclovir (acyclovir) from 2013 to 2017, cetirizine hydrochloride, cetirizine hydrochloride (zyrtec) since 2017, clarithromycin (claritin) from (B)(6)2013 to (B)(6) 2017, fluticasone propionate;salmeterol xinafoate (advair), gabapentin since (B)(6) 2018, ibuprofen since 2004, ketorolac tromethamine (toradol) from (B)(6) 2012 to (B)(6) 2017, methocarbamol (robaxin), methocarbamol since (B)(6) 2018, mometasone furoate (flonase) from (B)(6) 2012 to (B)(6) 2017, montelukast sodium (singulair) since 2017, naratriptan hydrochloride (amerge) since (B)(6) 2012, omeprazole (prilosec) since (B)(6) 2012, propranolol hydrochloride (inderal) from (B)(6) 2012 to (B)(6) 2012, topiramate (topamax) from (B)(6) 2012 to (B)(6) 2013, tranexamic acid (lysteda) from (B)(6) 2016 to (B)(6) 2017 and valproate semisodium (depakote) since (B)(6) 2012. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/ sharp shooting pain in my whole abdomen"), back pain ("lower back pain/ upper back pain") and arthralgia ("joint pain"). In 2014, the patient experienced hand rash ("rash on hands and feet"). In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal,") and menorrhagia ("abnormal bleeding menorrhagia/ for the past 2 years they have been heavier"). In 2016, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type-titanium allergy"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding/clots"), migraine ("migraines"), headache ("headaches,"), neck pain ("neck pain"), sports injury (seriousness criterion medically significant), musculoskeletal procedural complication ("ligament damage during surgery"), allergy to gold ("it has gold in it? I also tested positive for an allergy to that"), insomnia ("insomnia"), contusion ("bruise o my forehead every now and then"), ovulation pain ("horrible pain when I ovulate"), abdominal distension ("bloating when I ovulate/horrible bloating in my abdomen"), weight loss poor ("weight I cannot seem to lose"), pollakiuria ("I pee all the time"), mass ("I have few little bumps like that on a couple of my fingers. Mine are itchy. I noticed a couple on the instep of my foot"), rash trunk ("rash all over my upper abdomen") and itching scar ("my scar itched like crazy"). The patient was treated with botulinum toxin type a (botox), caffeine;paracetamol (excedrin aspirin free), cetirizine hydrochloride (riz), progesterone (progesteron), tocopherol (vitamin e al) and surgery ((B)(6) 2018 hysterectomy,salpingectomy (bilateral removal of fallopian tubes), and I had my first surger in (B)(6) plate 8 screws removed 3 weeks ago). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, fibromyalgia, migraine, headache, dysmenorrhoea, fatigue, allergy to metals, abdominal pain, back pain, neck pain, arthralgia, sports injury, musculoskeletal procedural complication, allergy to gold, insomnia, contusion, ovulation pain, abdominal distension, weight loss poor, mass, rash trunk and itching scar outcome was unknown and the genital haemorrhage and hand rash had resolved. The reporter considered contusion, insomnia, itching scar, musculoskeletal procedural complication and sports injury to be unrelated to essure. The reporter considered abdominal distension, abdominal pain, allergy to metals, arthralgia, back pain, dysmenorrhoea, fatigue, fibromyalgia, genital haemorrhage, hand rash, headache, mass, menorrhagia, migraine, neck pain, ovulation pain, pelvic pain, pollakiuria, vaginal haemorrhage, weight loss poor, allergy to gold and rash trunk to be related to essure. The reporter commented: insertion details- trailing coils of essure from ostia: right= 7 coils. Left= nia. Discrepancy noted: the date of salpingectomy is reported as (B)(6) 2016 in pfs whereas it re reported as (B)(6) 2017 in fu5. Date of removal - (B)(6) 2017, (B)(6) 2018. According to social media content, she had a traditional tubal ligation (clamps). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2016: doctor stated was only able to implant one side and suggested tubal litigation. Concerning the injuries reported in this case, the following ones were reported via social media: sports injury, allergy to metals, procedural complications, insomnia, ovulation pain, abdominal distension, weight loss poor, pollakiuria, mass, rash, pruritus most recent follow-up information incorporated above includes: on 12-may-2020: quality-safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic pain") and genital haemorrhage ("heavy bleeding/clots") in an adult female patient who had essure (batch no. B15004) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included eczema, obesity, depression, ovarian cyst, itching and burning sensation. In 2013, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2016, the patient experienced fatigue ("fatigue."). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal,"), menorrhagia ("abnormal bleeding enorrhagia"), rash ("rash on hands and feet"), migraine ("migraines"), headache ("headaches,"), allergy to metals ("titanium allergy"), abdominal pain ("abdominal pain"), back pain ("lower back pain/ upper back pain"), neck pain ("neck pain") and arthralgia ("joint pain"). The patient was treated with surgery ((B)(6) 2018 hysterectomy,salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, fibromyalgia, migraine, headache, dysmenorrhoea, fatigue, allergy to metals, abdominal pain, back pain, neck pain and arthralgia outcome was unknown and the rash had resolved. The reporter considered abdominal pain, allergy to metals, arthralgia, back pain, dysmenorrhoea, fatigue, fibromyalgia, genital haemorrhage, headache, menorrhagia, migraine, neck pain, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: insertion details- trailing coils of essure from ostia: right= 7 coils left= nia diagnostic results: on (B)(6) 2016 transvaginal ultrasound (tvu) was performed. Most recent follow-up information incorporated above includes: on 7-sep-2018: new pfs received- new events added: abnormal bleeding (vaginal, menorrhagia), autoimmune disorder type of disorder: fibromyalgia,rashes or skin conditions type: rash on hands and feet, migraines / headaches,dysmenorrhea (cramping),fatigue, abdominal pain, lower back pain,. Joint pain were added. Outcome of event rash from unknown to recovered/resolved was updated. Lot number and new reporter were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') and sports injury ('roller derby inury') in an adult female patient who had essure (batch no. B15004) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "only one coil was able to be placed at the time of my procedure. I was scheduled the same day to come back for a bilateral tubal ligation using filsche clips a few weeks later." And device monitoring procedure not performed "patient did not performed essure confirmation test". The patient's medical history included allergy to metals in 2016 and laparoscopy in 2012. On (B)(6) 2016 transvaginal ultrasound (tvu) was performed. Previously administered products included for prevent pregnancy: nuvaring from (B)(6) 2012 to (B)(6) 2012; for an unreported indication: mirena from 2006 to 2012. Concurrent conditions included eczema, obesity, depression, ovarian cyst, itching, burning sensation and asthma. Concomitant products included aciclovir (acyclovir) from 2013 to 2017, cetirizine hydrochloride, cetirizine hydrochloride (zyrtec) since 2017, clarithromycin (claritin) from (B)(6) 2013 to (B)(6) 2017, fluticasone propionate;salmeterol xinafoate (advair), gabapentin since (B)(6) 2018, ibuprofen since 2004, ketorolac tromethamine (toradol) from (B)(6) 2012 to (B)(6) 2017, methocarbamol (robaxin), methocarbamol since (B)(6) 2018, mometasone furoate (flonase) from (B)(6) 2012 to (B)(6) 2017, montelukast sodium (singulair) since 2017, naratriptan hydrochloride (amerge) since (B)(6) 2012, omeprazole (prilosec) since (B)(6) 2012, propranolol hydrochloride (inderal) from (B)(6) 2012 to (B)(6) 2012, topiramate (topamax) from (B)(6) 2012 to (B)(6) 2013, tranexamic acid (lysteda) from (B)(6) 2016 to (B)(6) 2017 and valproate semisodium (depakote) since (B)(6) 2012. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/ sharp shooting pain in my whole abdomen"), back pain ("lower back pain/ upper back pain") and arthralgia ("joint pain"). In 2014, the patient experienced hand rash ("rash on hands and feet"). In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal,") and menorrhagia ("abnormal bleeding menorrhagia/ for the past 2 years they have been heavier"). In 2016, the patient experienced fatigue ("fatigue."). In (B)(6) 2016, the patient experienced the first episode of allergy to metals ("allergic or hypersensitivity reaction type-titanium allergy"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding/clots"), migraine ("migraines"), headache ("headaches,"), neck pain ("neck pain"), sports injury (seriousness criterion medically significant), procedural complication ("ligament damage during surgery"), the second episode of allergy to metals ("it has gold in it? I also tested positive for an allergy to that"), insomnia ("insomnia"), contusion ("bruise o my forehead every now and then"), ovulation pain ("horrible pain when I ovulate"), abdominal distension ("bloating when I ovulate/horrible bloating in my abdomen"), weight loss poor ("weight I cannot seem to lose"), pollakiuria ("I pee all the time"), mass ("I have few little bumps like that on a couple of my fingers. Mine are itchy. I noticed a couple on the instep of my foot"), rash trunk ("rash all over my upper abdomen") and pruritus ("my scar itched like crazy"). The patient was treated with botulinum toxin type a (botox), caffeine;paracetamol (excedrin aspirin free), cetirizine hydrochloride (riz), progesterone (progesteron), tocopherol (vitamin e al) and surgery ((B)(6) 2018 hysterectomy,salpingectomy (bilateral removal of fallopian tubes), and I had my first surger in may/1 plate 8 screws removed 3 weeks ago). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, fibromyalgia, migraine, headache, dysmenorrhoea, fatigue, abdominal pain, back pain, neck pain, arthralgia, sports injury, procedural complication, the last episode of allergy to metals, insomnia, contusion, ovulation pain, abdominal distension, weight loss poor, mass, rash trunk and pruritus outcome was unknown and the genital haemorrhage and hand rash had resolved. The reporter considered contusion, insomnia, procedural complication, pruritus and sports injury to be unrelated to essure. The reporter considered abdominal distension, abdominal pain, arthralgia, back pain, dysmenorrhoea, fatigue, fibromyalgia, genital haemorrhage, hand rash, headache, mass, menorrhagia, migraine, neck pain, ovulation pain, pelvic pain, pollakiuria, vaginal haemorrhage, weight loss poor, the first episode of allergy to metals, rash trunk and the second episode of allergy to metals to be related to essure. The reporter commented: insertion details- trailing coils of essure from ostia: right= 7 coils left= nia discrepancy noted: the date of salpingectomy is reported as (B)(6) 2016 in pfs whereas it re reported as (B)(6) 2017 in fu5. Date of removal - (B)(6) 2017, (B)(6) 2018 according to social media content, she had a traditional tubal ligation (clamps) diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2016: doctor stated was only able to implant one side and suggested tubal litigation. Concerning the injuries reported in this case, the following ones were reported via social media: sports injury, allergy to metals, procedural complications, insomnia, ovulation pain, abdominal distension, weight loss poor, pollakiuria, mass, rash, pruritus most recent follow-up information incorporated above includes: on 6-apr-2020: follow up received from social media. Events sports injury, allergy to metals, procedural complications, insomnia, ovulation pain, abdominal distension, weight loss poor, urinary frequency, mass, rash, pruritus were added.previously verbatim term abnormal bleeding menorrhagia was updated to abnormal bleeding menorrhagia/ for the past 2 years they have been heavier. Previously verbatim term abdominal pain was updated to sharp shooting pain and horrible bloating in my whole abdomen. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic pain") and genital haemorrhage ("heavy bleeding/clots") in a female patient who had essure inserted. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.